Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was loaded for the third firing. The device cut, but the staples were malformed. The surgeon fired the device across an existing staple line. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.